Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been explanted due to a possible infection. No return of product is expected. The patient remains hospitalized receiving antibiotic treatment.